Manufacturer narrative:
The insulin pump was received with no intermittent blank display, no low battery alarm, no off no power alert, no battery out limit alarm and no weak battery alert noted. The operating currents are within specifications. The insulin pump passed self test and displacement test. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump kept turning on and off randomly. The insulin pump alarmed weak battery but the customer had just inserted a new battery. Customer's blood glucose level was 320 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. In the alarm history battery out limit, weak battery, and off no power alarms were found. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.